Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly after the patient underwent external defibrillation for atrial fibrillation. On (B)(6) 2015, a device software download was successfully performed and the elective replacement indicator alert was cleared. The patient was in stable condition.